Event description:
Date notified: 8/11/99. A model 754 portable ventilator was reported to have temporarily shut down and alarmed during use. Based on an initial inspection, it was determined that the user had damaged the power supply line cord. A subsequent investigation determined that an assembly defect had caused an intermittent connection. The line cord was repaired and the equipment performed to specifications. No death or serious injury resulted.